Event description:
Customer reported the insulin pump was exposed to moisture. Customer stated that for his job customer has been in and out of water and has completely submerged his device in the water. Customer stated the device did seem to have any errors or malfunctions. Customer only saw moisture under the screen, but it went away on it own. Customer's blood glucose was 141 mg/dl. Customer stated he was in the water for eight to nine hours and forgot he had the device. Customer was advised to disconnect at the quick release. Customer stated the device did not alarm after exposure, history was reviewed and only a meter error alarm was noted. No button error alarms noted. Customer did a self test on the device and it passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.